Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was experiencing significant differences between the blood glucose value reported by her sensor and her actual blood glucose value. The customer's blood glucose was 119 mg/dl and her sensor was reporting 46 mg/dl. The low reported by her sensor caused her insulin pump to go into threshold suspend. Standard troubleshooting was performed. The sensor had been in place for 3 days. The product is being returned. Nothing further was reported.